Manufacturer narrative:
(B)(4). Batch # m52k1x. The analysis found that one ec60 device was returned in good visual conditions and with no cartridge reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. Upon firing, the device was disassembled to verify the internal components and the closure link pin was found out of position. No conclusion could be reached as to how closure link pin became out of position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: what color cartridge was being used? Green cartridge was being used. Was the surgeon pressing the opening button while closing? Was the device opened and closed multiple times to reposition prior to firing? The surgeon reported that at first the device could not close. As there was no abnormality with the tissue and the surgeon wanted to close the device, so he did squeeze the closure trigger for several times. He did not notice whether he pressed the opening button. When he found the jaws could not open, he compressed the releasing button but the jaws did not open. So he pulled the manual lever. What is the current patient status? The patient has been discharged and there was no other adverse consequence reported so far.

Event description:
It was reported that during a laparoscopic radical resection of pulmonary carcinoma procedure, the ec60 was used to anastomose the bronchi on the first firing. Before the firing, the surgeon heard there was abnormal sound inside the device. It was difficult closing the device. The jaws of the device could not be closed completely and the device could not be fired, however; the jaws could not open when the surgeon tried to remove the device. The surgeon finally opened the jaws with force and removed the device. The surgeon found there was ¿errhysis¿ at the tissue and converted the surgery to open immediately. Hand sewing was used to complete the procedure. The patient is in stable condition.